Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Device evaluation identified that the pressure voltages were out of spec. Preventative maintenance was performed including calibration of the pressure voltage. The circuit boards were inspected, the unit was tested on a simulator. The alarm, battery, display, keypad, lock switch, rate accuracy, self test/power, and upstream occlusion tests all passed. It was determined that this was related to the previous repair; however, the device was serviced by a third-party vendor and a root cause for the failure was not provided. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the upstream occlusion alarm was continuous. There was no report of patient involvement. No additional information is available.